Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned, analyzed, and the mechanical operation of the catheter shaft was bent. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual summary analysis showed that the catheter was damaged during use. The analyst noted that the shaft is kinked at various locations which could cause the slitter to catch. Blood was visible on shaft. The slitter was not returned; therefore, the condition is unknown. Concomitant medical devices: product ID: 4398-88 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during the implant procedure, the catheter caught on the lead while slitting. The catch was near the valve area and lead suture sleeve. The left ventricular lead had to be repositioned. A new catheter was used to complete the implant procedure. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.